Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 07-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('severe heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine spasm ("sever cramp in uterus area"), pain ("all over pain"), arthralgia ("lower regen hip pain"), allergy to metals ("sensitivity to certain metal"), menometrorrhagia ("severe heavy bleeding on and off irregular period"), fatigue ("extreme fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain"). At the time of the report, the genital haemorrhage, uterine spasm, pain, abdominal pain lower, arthralgia, allergy to metals, menometrorrhagia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, fatigue, genital haemorrhage, menometrorrhagia, pain and uterine spasm to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5107320) on 07-mar-2022. The most recent information was received on 23-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('severe heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine spasm ("sever cramp in uterous area"), pain ("all over pain"), arthralgia ("lower regien hip pain"), allergy to metals ("sensitivity to certion metal"), menometrorrhagia ("severe heavy bleeding on and off irregular period"), fatigue ("extreme fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain"). At the time of the report, the genital haemorrhage, uterine spasm, pain, abdominal pain lower, arthralgia, allergy to metals, menometrorrhagia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, fatigue, genital haemorrhage, menometrorrhagia, pain and uterine spasm to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.